Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the alignment of the cutting roller does not work / on top, the metal is bent. This was observed while checking the instrument prior to the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device had a damaged handle and cutter, a discolored roller, and it was out of calibration. The device was not repairable as the sn was illegible and could not be confirmed. The unit was scrapped. Device is used for treatment. It was noted the device had not previously been returned for inspection and preventive maintenance. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.